Event description:
An endeavor sprint rx drug eluting stent was implanted in the 1st obtuse marginal. During the index procedure a coronary artery dissection is reported to have occurred. A second endeavor sprint rx drug eluting stent was implanted in treatment. The investigator has indicated the event was not related to the study device or drug but was definitely related to the study procedure. The pt has recovered with treatment.

Manufacturer narrative:
(B)(4). Evaluation, results: (dissection).